Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the patient's right ventricular lead exhibited episodes of lead noise. The patient was brought into clinic and the noise was reproduced. On (B)(6) 2018, the lead was capped and replaced. The patient was stable.